Event description:
It was reported the patient was enrolled in a clinical study and was implanted with a drg trial system on (B)(6) 2017. Reportedly, the trial leads were explanted on (B)(6) 2017 due to the patient experiencing pain in the lower extremity that was not present before the trial. In addition, the patient was followed for 30 days post explant and an MRI evaluation was performed, but no definite neural compromise was seen. A neurologist evaluation was recommended.